Event description:
The customer reported that a falsely depressed microalbumin_2 (alb_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s). The sample was reprocessed on the original analyzer. The repeat result matched the patient¿s clinical assessment. The repeat result was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed alb_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed microalbumin_2 (alb_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Siemens reviewed instrument data and determined that calibration and quality control (qc) results were acceptable on the day of the event. Qc was run after the discordant results were obtained, which recovered low. Siemens further evaluated the event and determined that the cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.